Manufacturer narrative:
Updated fields: b4, d3, g4, g7, h2, h10, h11. Corrected fields: h6(patient code).

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) was experiencing display relate issues and that the screen was flickering and multicolored when it had been turned on. There was no patient involved and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the customer's the reported issue. The stm replaced the color video receiver board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) was experiencing display relate issues and that the screen was flickering and multicolored when it had been turned on. There was no patient involved and no adverse event reported..

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) was experiencing display relate issues and that the screen was flickering and multicolored when it had been turned on. There was no patient involved and no adverse event reported.